Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device is not giving voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue, which was caused by the user not properly accessing the 2-button self-test causing it to power off without providing the self-test voice prompts. Device log analysis shows that instead of pressing and holding the language and child buttons, the user pressed the child and the on/off buttons, causing the device to power itself off. The cause of the reported issue was determined to be user error.

Event description:
The customer contacted stryker to report their device is not giving voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.